Event description:
Complainant alleged that while analyzing the heart rhythm of a pt the device returned a "shock advised" message for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.